Event description:
It was reported that during a routine follow up, noise and externalized conductor were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead insulation was found abraded.